Event description:
It was reported that on (B)(6) 2023, a 27mm sjm masters series coated aortic valved graft was chosen for implant. During procedure, it was noticed one of the leaflets had become completely detached in one piece. It was reported the holder handle was fully inserted into the orifice at a 90 degree angle. The detached leaflet was removed from the patient's body. A decision was made to replace the device. There was no attempt made to reinsert the detached leaflet. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the leaflet being dislodged was reported. The investigation found that both leaflets were dislodged from the orifice. The dislodged leaflets were not returned. The valve orifice was not fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There was no evidence of the material defect in the carbon coating that may have caused or contributed to the dislodged leaflet. Based on the information received, the cause of the reported incident could not be conclusively determined.